Manufacturer narrative:
Additional information was received that the physician confirmed the event was not device related and the patient did not have a hematoma. The weakness in the patient's legs was from lying on his stomach during the trial.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e (B)(4) description: st linear trial lead, 50cm with pre-loaded 0.014 inch stylet (streamlined).

Event description:
A report was received that during the trial procedure the patient began bleeding at the location the insertion needle was placed. The physician explanted the patient's left lead. However, when the patient attempted to get off the operation table he was unable to feel his legs, so the physician explanted the right lead. The physician believes the patient may have had an epidural hematoma. After the leads were explanted the patient was able to stand and could feel his legs. The patient was taken to the ER, no treatment was provided and the patient was reportedly doing well.

Event description:
A report was received that during the trial procedure the patient began bleeding at the location the insertion needle was placed. The physician explanted the patient's left lead. However, when the patient attempted to get off the operation table he was unable to feel his legs, so the physician explanted the right lead. The physician believes the patient may have had an epidural hematoma. After the leads were explanted the patient was able to stand and could feel his legs. The patient was taken to the ER, no treatment was provided and the patient was reportedly doing well.